Event description:
The customer reported to olympus technical assistance center (tac), that the xenon light source had no image. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to check the maj-1933 cable and made sure it was connected correctly and not flipped or loose. The loaner clv-190 worked but was only getting color bars. Customer tried a second scope but the same issue still happened. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.